Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2016, the rv pacing impedance rose to 4047 ohms up from a trend of 456-589 ohms. Analysis of the device memory indicated the rv lead integrity alert. On (B)(6) 2016, the rv lead integrity warning occurred for sensing integrity counter greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, the ventricular sensing integrity count was up to 629; there were non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance and episodes of oversensing. The rv lead was explanted and replaced. It was noted that during the explant, it was impossible to retract the lead helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.